Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6)implanted:(B)(6) 2013 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 12-feb-2015, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient was in for a normal pump replacement but they ended up having to revise the catheter because the healthcare provider (hcp) noticed that the catheter was fractured. It was reported that the hcp did not know if the catheter was ruptured during the case while removing the sutures or if it had already been like that. The rep stated they put in a new segment and changed the concentration. The rep stated that the pump and new catheter segment were primed on the back table and the dose was lowered. The rep reported that the patient was in today for a dose increase because they were in withdrawal. The bridge bolus was still in progress. The hcp called in for assistance with advanced bridge bolus. T he hcp increased the patient's new daily dose after the bridge bolus.

Event description:
Additional information was received from a company representative (rep) reporting that the patient's weight at the time of the event was 220 pounds. It was further reported that the explanted catheter portion was discarded by the customer.

Manufacturer narrative:
D6a. Correction: implant date of pump corrected to (B)(6) 2018. E. Correction: initial reporter information corrected to reflect accurate initial reporter for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.